Event description:
Post deployment angiogram noted that a good seal of the vessel with the contralateral iliac leg graft had not been achieved. Since a good graft/vessel apposition had not been obtained above the internal iliac artery, the physician elected to extend the leg graft lower, landing in the external iliac artery. An iliac leg extension was deployed, landing in the external iliac artery where a good seal of the vessel was obtained. Final angiogram noted a successful exclusion of the aneurysm.